Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan from (B)(4) alleging the one touch verio pro meter displayed a "strip problem or meter" message. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter displayed a "strip problem or meter" message. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter and test strips were replaced and requested back for investigation. Lifescan (lfs) received the test strips involved with this complaint on (B)(6) 2012 ; however the investigation has not been completed. If the meter is returned, lfs will evaluate the meter and inform FDA of those findings in a supplemental report. At this time, lfs considers this matter closed.